Manufacturer narrative:
Based on the information provided by third party or end user, end user requested for hexfile with 4psi value of 341 and 30 psi value of 237. There is occlusion sensor issue observed during testing done by end user. Hexfile was sent to end user with the values required. Investigation performed by end user but investigation is not yet performed by intuvie. As intuvie didn't perform investigation the code selected for investigation findings is "results pending completion of investigation". A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2024 intuvie received a complaint via email where end user/ distributor requested for hexfile with 4psi value of 341 and 30 psi value of 237. Hexfile was sent to the distributor as requested. It is determined to be a occlusion sensor unknown issue. There is a value observed out of calibration during calibration performed by end user. So end user mentioned the right values they needed for a hexfile. No patient harm observed as this observed during bench testing done by end user.